Manufacturer narrative:
No patient involvement. The revolution phisio centrifugal pump is a non-sterile device assembled into a sterile convenience pack that is distributed in the USA. The expiration date refers to the sterile finished product into which the revolution phisio centrifugal pump was assembled. The unique identifier (UDI) number of the sterile convenience pack is (B)(4). The age of the device was calculated as the time elapsed between device sterilization and the date of event. (B)(4). The involved revolution phisio centrifugal pump is a non-sterile component assembled into a convenience pack that is distributed in the USA. The stand alone oxygenator (catalog number 050300700) is also registered in the USA (510(k) number: k030462). The device manufacture date refers to manufacture date of the sterile, finished convenience pack into which the oxygenator was assembled. Sorin group (B)(4) manufactures the revolution centrifugal blood pump. The incident occurred in (B)(6). Per exemption number e2016005. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group (B)(4) received a report that the outlet port of the revolution centrifugal blood pump was found to be broken off when the package was opened. There was no patient involvement.

Manufacturer narrative:
(B)(4) manufactures the revolution centrifugal blood pump. The incident occurred in (B)(6). Per exemption number e2016005. (B)(4). The involved device was returned to (B)(4) for investigation. Visual inspection of the returned revolution pump identified that the outlet port was completely separated from the body of the pump. Closer inspection of the device revealed that the crack surfaces were both rough and jagged, indicating a strong impact stress likely due to shipping conditions. (B)(4) will continue to monitor the market for similar events.

Event description:
See initial report.